Event description:
The surgeon inserted a cq2015 collamer three-piece lens but it tore. The incision was enlarged to remove the lens and a suture was required to close the incision. The reporter stated it was unknown as to why the lens tore.